Event description:
IV solution noted to be dripping onto floor. IV pumps and lines checked. Fentanyl drip running at correct rate, but small hole found in tubing and fentanyl dripping onto floor. Faulty IV tubing, leak unobserved by nurse during priming and administration. IV tubing changed. Neonatal nurse practitioner and charge rn notified. Pharmacy called for new syringe. Pain medication given. New fentanyl syringe and tubing started at 2300.